Event description:
Reporter indicated a vns patient was experiencing recent increased depression and aggression. The events started "years ago" but only recently worsened.attempts for further information from the treating physician are in progress.

Manufacturer narrative:
(B)(4).

Event description:
Reporter indicated the patient's increased depression and aggression are not related to the vns, and were worsening prior to the implantation of the vns. Current vns diagnostics were reported as "normal", but exact values were not provided.